Event description:
During a follow-up on (B)(6) 2015, warning messages were displayed related to abnormal high rv lead impedance (superior to 3000 ohms), abnormal high rv coil continuity (superior to 3000 ohms) and abnormal high svc coil continuity (superior to 3000 ohms). Patient care recommendations have been provided (evaluation of the benefit of a re-intervention).

Event description:
During a follow-up on (B)(6) 2015, warning messages were displayed related to abnormal high rv lead impedance (superior to 3000 ohms), abnormal high rv coil continuity (superior to 3000 ohms) and abnormal high svc coil continuity (superior to 3000 ohms). Patient care recommendations have been provided (evaluation of the benefit of a re-intervention).